Manufacturer narrative:
(B)(4). Batch # n91x82. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during the excision of bilateral ovarian cysts, the titanium tip was broken. Changed to another one to complete surgery. The surgery was delayed for 20 minutes. There was no patient consequence reported for now.